Manufacturer narrative:
Product ID 3487a-45, lot# j0527457v, implanted: 2005 (B)(6), explanted: 2005 (B)(6); product type lead product ID 3487a-45, lot# j0527442v, implanted: 2005 (B)(6), explanted: 2005 (B)(6); product type lead product ID 748910, serial# (B)(4) implanted: 2005 (B)(6), explanted: 2005 (B)(6); product type extension product ID 748910, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2005 (B)(6); product type extension product ID 7435, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was originally reported that the spinal cord stimulation (scs) was implanted on (B)(6) 2005 and 16 days later a lead broke. The lead was removed and the ipg was turned off from (B)(6) 2005 when the lead was replaced. The scs worked well from (B)(6) 2005 until (B)(6) 2006. The scs was on 24/7 at high settings. Since (B)(6) 2006, the patient had no stimulation and no symptom relief. The ipg status was checked and it was found depleted. The patient was told at implant that the ipg would last 2.5-3 years. The patient was looking at the rechargeable system. It was later reported that the battery went dead after 6 months. The patient went to a rechargeable ipg after that.